Event description:
On (B)(6) 2010, patient reported two hypoglycemic events over the past week which required assistance of emergency medical technicians. The most recent event was during the evening of (B)(6) 2010. Patient's blood glucose was 104 mg/dl before he ate dinner, and he delivered 5 units of insulin by bolus to cover meal. Patient "crashed" 1-2 hours after bolus was delivered. Patient's wife called 911 and blood glucose registered "lo" on emt's glucometer. Patient was taken to hospital by ambulance for observation, but he was not admitted. Patient was treated with glucose IV in ambulance and blood glucose was 120 mg/dl when he arrived at hospital. Hospital removed infusion device to keep blood glucose elevated. A similar event happened one week prior. Patient delivered a bolus and blood glucose began to drop less than an hour later. Patient does not remember what blood glucose was prior to bolus or how much insulin he delivered. Emts were called, and patient was treated with glucose IV and taken to the hospital to be monitored. Target blood glucose is 140 mg/dl. Time, date, and basal rates were programmed correctly on infusion device. Patient had been painting the inside of his house on the 2 days when his blood glucose dropped. Patient believes his insulin-to-carbohydrate ratio needs to be adjusted. Patient is meeting with an educator to discuss these changes. Patient did consume 2 beers on both days when his blood glucose dropped, but this is normal for him. Product was replaced and requested for evaluation.